Manufacturer narrative:
Per review code a150302 was added.

Manufacturer narrative:
H6: per a review of the complaint file, omitted code a27. Added codes a020102, a01 and a050401.

Manufacturer narrative:
Device history review was completed and noted the introducer lot 2038749 passed all incoming inspection criteria. Defective component / difficulty separating introducer sheath cause was determined to be a supplier manufacturing defect since deformation and stretching was observed along the scoreline starting at the hub. Minor bleed / fluid leak / patient-device interaction: the cause of the bleed was unable to be determined since the device was returned split and unable to leak test. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
D9: added the devices return information h6: per a review of the complaint file, omitted code e2403 and f26. Added codes e0506, f11, a27.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received reporting that there was leaking of blood from the peel away sheath. The surgeon claims it feels different. More stiff than in the past and the valve was more difficult to pop.

Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that blood was leaking from the peel away sheath. No patient harm was reported.

Manufacturer narrative:
H6 medical device problem code were updated/corrected and repopulated accordingly.